Event description:
A report was received that the patient's pocket incision site opened up. The patient underwent a wound revision wherein the wound was cleaned. The patient was given antibiotics. The patient was doing well post-operatively.